Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged operative complications experienced by the patient. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted to the FDA. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the plaintiff¿s attorney claims that the patient suffered severe, debilitating and permanent injuries, inclusive of having a permanent and life-long colostomy bag. However, at this time, the causes of the patient¿s alleged operative complications are unknown.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who reportedly underwent a da vinci-assisted hysterectomy procedure on (B)(6) 2018. The plaintiff's attorney alleges that as a result the patient suffered severe, debilitating and permanent injuries, inclusive of having a permanent and life-long colostomy bag. Isi was not provided with the operative report or any of the patient¿s medical records. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.